Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the red streaks on the screen, which were due to a faulty charged-coupled device. The device evaluation also found a cut on the cable. Based on the investigation results, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. A device history review review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." Reference page 12 as per IFU. "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 12 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had red streaks on the screen when in use. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.